Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent open reduction internal fixation surgery for a right distal radius fracture on (B)(6) 2021. It was a fracture from the distal end of the radius to the diaphysis. The surgeon was forced to use a 4-hole plate due to a request error where the surgeon only requested the normal size of the plate. Originally, the surgeon wanted 5 holes or 7 holes plate for this case but was forced to use the 4 holes plate that were the longest among those arranged. The surgery was completed successfully within a thirty (30) minute delay. Patient was stable. This report is for a 2.4mm titanoium (ti) variable angle locking compression plate (va-lcp) 2-column volar distal radius plate. This is report 1 of 1 for (B)(4).